Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the power cord of the communicator was melted. A boston scientific company representative then opted for a communicator and power cord replacement together with the return label. The communicator was deactivated. No adverse patient effects were reported.

Manufacturer narrative:
.

Event description:
.